Event description:
It was reported that the implantable cardioverter defibrillator (ICD) ventricular tachycardia (vt) detection was possibly delayed due to the onset algorithm. It was also reported that the ICD atrial electrogram (egm) at the end of an episode displayed a signal without any ICD sensing. Program/setting adjustment was recommended. The ICD remains in use, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Products: 694965 lead implanted: 2007 (B)(6); 5076-52 lead implanted: 2007 (B)(6). (B)(4).